Event description:
It was reported that during the implant procedure the lead dislodged when removing the sheath. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.